Event description:
In situ measurements showed affected channels. There was no report of accident or trauma. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. It is unknown if hearing performance with the device is affected. There is no report of accident or trauma.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information about possible further steps has been made available yet.

Event description:
In situ measurements show affected channels. There is no report of accident or trauma. It is unknown if clinic will re-implant the recipient as performance with this side was never as good as the contra-lateral side.